Event description:
A non health care professional reported that during surgery, haptic was stuck to the lens once that was unstuck the doctor noticed the nick in the lens. Doctor uses these lens 6 to 7 times a month. The was no patient contact and no impact to the patient.

Manufacturer narrative:
Product evaluation: the lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. The haptic was not stuck upon return. One haptic was nick/chipped in the distal area. The optic had a small nick near the center on the anterior side of the lens. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported haptic was stuck to the optic cannot be confirmed. Upon return, the haptic was not in a stuck to the optic position. Information was provided that the nick was observed on the optic after the haptic was released. A nick was observed on one haptic and on the optic. The lens damage may have occurred during the haptic release from the optic. The IFU (instructions for use) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd (viscosurgical device)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).